Event description:
It was reported that the pt experienced difficulty with his penile prosthesis in that he could not penetrate during intercourse. It was stated, "while erection the tip is not in the proper stable condition which preclude penetration". No revision surgery has been scheduled.